Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not showing on the communication bus. A field service engineer reseated row board connection on drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4-1 row b was not showing on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.